Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low flows, lost consciousness briefly, and had an ankle injury. Patient was in ER on ungrounded patient cable. No weight changes or trauma to driveline was observed. An x-ray was performed and areas of concern were found which indicated internal damage. The patient underwent a pump exchange on (B)(6) 2020 from a heartmate ii to a heartmate 3.

Event description:
It was reported that the patient experienced multiple pump stops and low speed advisories prior to the pump exchange. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline (dl) wire damage that would have contributed to the reported low speed and pump stop events. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the report of a loss of consciousness resulting in an ankle injury could not conclusively be established through this evaluation. The submitted log file contained data from 17jan2020 through 14feb2020. The pump operated above the low speed limit until 13feb2020 when the log file captured multiple low speed and pump stop events while the patient was supported by the power module. Low speed and pump stop events were observed until the end of the file. It should be noted that the report of low flows were observed to be associated with the low speed and pump stop events. (B)(6) was returned assembled with the driveline cut approximately 3¿ from the pump housing. A middle segment was returned measuring approximately 12¿ and the distal portion was returned measuring approximately 17". The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. During visual inspection of the dl, the pins of the metal connector appeared free from deformation. Continuity testing was performed on each of the returned dl segments and all wires were found to be electrically intact. The outer silicone jacket, bionate layer and metal braided shield of the pump end dl segment appeared unremarkable. The outer silicone jacket and bionate layer of the middle dl segment appeared unremarkable. However, the metal braided shield showed severe breakdown at approximately 11-12.5¿ from the pump housing. Visual inspection of the wires showed a kink to the wires at approximately 11.5¿ from the pump housing. Further evaluation of the wires in that area revealed a breach to the yellow wire. Lastly, the outer silicone jacket and bionate layer of the distal end dl segment appeared unremarkable. No damage was observed to the metal braided shield of the distal end dl segment. It was noted that the metal braided shield was pulled away during the removal of the bionate layer near the metal connector. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the dl in that area. Microscopic inspection of the remaining wires appeared unremarkable and the dl segments were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of the yellow wire contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the low speed and pump stop events that were confirmed through the submitted log file. This IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.